Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported to have had high blood glucose ranging from 409 mg/dl to 517 mg/dl. . Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital and did not contact healthcare professional. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles; there were no site or insulin issues; and settings were correct. Customer also reported that buttons were not responding. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing. No motor error alarms or displacement anomalies were noted. The motor was tested outside of the device and it passed. The pump was received with intermittent esc, act and down arrow buttons due to flattened dome switches. No unlocked lcd keypad connector noted. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window.